Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine cause of hazard alarm, or if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide; model: ust400; 14421-aw rev h / 2016; alerts and alarms 10 / page 125. Hazard alarms are continuous tones. If the alarm is not acknowledged immediately, the pod will periodically generate an intermittent alarm tone and then return to the continuous tone. Warning: when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard occurred, the pdm will remind you of this. Due to the serious nature of hazard alarms, you must act promptly to resolve them. Omnipod insulin management system ¿ user guide; model: ust400; 14421-aw rev h / 2016. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider. Omnipod insulin management system ¿ user guide; model: ust400; 14421-aw rev h / 2016; checking your blood glucose 7. Page 95: warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
Patient reported the pod had initiated a hazard alarm after wearing the pod longer than 48 hours. Patient felt nauseous and was hospitalized; diagnosed with diabetic ketoacidosis and treated with IV insulin.